Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet device experienced screen bezel separation on a unit that remained functional, consistent with a device bonding issue involving the display component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a stress-related problem consistent with loss or failure to bond at the display component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.